Event description:
On (B)(6)2011 it was reported noise, probably due to repeated contact between two defibrillation leads was highlighted with the presence of oversensing vd in area fv. At the intervention of (B)(6)2011, the lead riata was extracted partly (the coil defibrillation is still present in the vd apex. As a precaution, dr. (B)(6) france. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).